Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 7553822, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cutaneous contour deformity. (B)(4).

Event description:
It was reported that a (B)(6) year old african american female who underwent primary breast augmentation with 325cc mentor memorygel breast implants experienced right sided rupture and a left sided contour deformity post procedure. This was accompanied by an asymmetric nipple areolar complex. As a result, bilateral prosthesis replacement with 535cc mentor ultra high profile gel implants was performed on (B)(6) 2020. See 1645337-2020-12124 for contralateral prosthesis report.